Event description:
During the removal ofthe scalp electrode immediately after dlivery, a scalp laceration was noted. Subsequently, cfs was noted to be leaking from wound. A neurosurgical consult was done and laceration sutured (2 stitches). No permanent injury is anticipated.